Event description:
It was reported that the device had possible premature battery depletion. It was also noted that the ventricular pacing outputs onthe device were programmed high due to chronic high threshold on the competitor left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 6947, implantable tachy lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.